Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Loosening of the patella at the cement/bone interface was found; however, the manufacturer of the cement used at the time of original implantation is unknown. Poly wear of the patella and tibial insert were also found.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported polyethylene wear without the devices to examine. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the devices and/or additional information be received, the investigation will be re-opened.